Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f82 alarm (no acknowledgment message from slave cpu for three communication trials). This was observed when the device was turned on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, power on self-test, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-82 (no acknowledgment message from slave cpu for three communication trials) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.